Manufacturer narrative:
It was initially reported that the footrest support was bent. Follow-up submitted as further investigation determined the foot rest was not able to pull out due to a bent square tube. This is not likely to harm the patient as the caregiver would be able to assist the patient if necessary. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the footrest support was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the footrest support was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.